Manufacturer narrative:
Compromised force sensor system alarmed during the basic occlusion test due to loose/protruded drive support disk. The pump passed displacement test, self-test, and error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, and minor scratches on display window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 206 mg/dl. The customer stated that she changed out her set and reservoir when the alarm occurred. The customer was not able to get out of the prime and rewind sequence. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.